Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6), 2011 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving three separate products; associated mdrs #1225714-2013-03830, 03831, 2937457-2013-00544.